Event description:
It was reported that the epg (external pulse generator) was dropped and is in pieces. The epg was returned for repair and test/calibration. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device was dropped, however the device was damaged. It was noted that the upper and lower cases were broken and contaminated, the battery release and ring cover screw were contaminated, side bail covers, ring cover, side bails and ring bail were missing, the lead flex cover was broken, two case screws were missing, the battery contacts were compressed, the battery drawer was broken, and silicone was missing from the keyboard flex connections to the display. (B)(4).